Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier did not register in hardware test application (hta) mode and did not appear in the software a field service engineer (fse) connected technical support specialist and installed the updated fix package. During further visual inspection, fse found the universal serial bus (usb) outlet at the bio ID was broken due to overly tight zip ties the fse replaced the bio ID and performed a proper reboot. After the reboot, the biometric identifier operated correctly. Customer successfully logged in using the biometric identifier without incident. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the biometric ID reader had failed, requiring users to log in using a password and witness. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.